Event description:
It was reported that three sutures split after the first stitch. This occurred during anastomosis of artificial graft material. The sutures then broke at the location of the split. It was reported that the vessel was severely calcified. There was no adverse pt consequence reported.